Event description:
Information received by medtronic indicated that the insulin pump was damage and had blank display. Customer's blood glucose level was 1000 mg/dl at the time of incident. Customer's current blood glucose level was 150 mg/dl. Customer was hospitalized due to high blood glucose. Customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged high bg's, possible under delivery anomaly and blank display on may 26, 2022. On svn (B)(6) the customer reported blank display on may 26, 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy testat 0.0873 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date in the device history file. May 26, 2022 01:37:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 may 26, 2022 05:01:20.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 may 26, 2022 06:07:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = 1.2 may 26, 2022 07:13:12.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4 may 26, 2022 08:55:54.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 may 26, 2022 09:20:58.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 may 26, 202 10:27:26.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1 may 26, 2022 11:43:28.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 may 26, 2022 12:37:08.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 may 26, 2022 13:44:34.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.4 bolusamountdelivered = 6.4 may 26, 2022 13:55:12.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 may 26, 2022 15:04:56.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6 bolusamountdelivered = 6 may 26, 202216:39:30.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 11.2 bolusamountdelivered = 11.2. No user suspended alert or auto suspended alarm noted on the event date in the device history file. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No device error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No device error 25, low battery alert, replace battery alert, or replace battery now alarm noted in the device trace download on the event date in the device history file. Please see below for the power loss alarm listed on the event date in the device history file. Power loss alarm due to battery removal and time reset. January 1, 2009 00:00:01.000 timereset eventtype = 2 sourceid = device (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = january 1, 2009 00:00:01.000 newsystemtime = may 26, 2022 20:35:00.000 may 26, 2022 20:35:17.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 20:35:17.000 faultnumber = batt out limit(6) may 26, 2022 20:35:28.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 20:35:28.000 faultnumber = batt out limit(6) january 1, 2009 00:00:01.000 timereset eventtype = 2 sourceid = device (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = january 1, 2009 00:00:01.000 newsystemtime = 05/26/2022 20:47:00.000 may 26, 2022 20:47:31.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 20:47:31.000 faultnumber = batt out limit(6) may 26, 2022 20:47:42.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 20:47:42.000 faultnumber = batt out limit(6) january 1, 2009 00:00:01.000 timereset eventtype = 2 sourceid = device (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = january 1, 2009 00:00:01.000 newsystemtime = may 26, 2022 21:06:00.000 may 26, 2022 21:06:29.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 21:06:29.000 faultnumber = batt out limit(6) may 26, 2022 21:06:40.000 alarmalertnotification eventtype = 40 sourceid = device (ngp is in open loop state) historyrecordlength = 29 systemtime = may 26, 2022 21:06:40.000 faultnumber = batt out limit(6). The device powered up properly after the test battery was installed. The device was programmed and monitored for 2 days. No blank display noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board , force sensor, motor and vibrator assembly noted. The device passed the functional testing. Unable to confirm alleged high blood glucose. Possible under delivery anomaly not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.